Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the multiclix lancet protruded from the device's end-cap after firing. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.